Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, the device was interrogated by multiple programmers but all were unsuccessful resulting in an error message during the sense test. Systems engineering was contacted and it was determined that the cause of the event may have been due to the programmer searching for information from the device which either did not exist or did not have a value. The device firmware was redownloaded to resolve the event. The patient was stable with no consequences.